Event description:
It was reported that the patient had seen no improvement since the pump placement. The patient's dose was increased and he was sent for an x-ray. The x-ray showed that the catheter had dislodged from the intrathecal space and retracted into the pump pocket. The patient was placed on "enteral baclofen" until the revision surgery. Intraoperatively, it was seen that the butterfly anchor had been used incorrectly. Rather than tying the wings of the anchor together, the wings were sutured open and were flat to the fascia. The surgeon felt this is what allowed the catheter to slide back through the anchor. At the time of report, the catheter had been replaced. It was also noted that the patient had been hospitalized. The device system was infusing gablofen.

Manufacturer narrative:
Product ID: 8709sc serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).